Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were not feeling their stimulation and the issue began yesterday. Patient charged their implant to 100%. During the call patient reset the handset and communicator. Patient entered the communicator serial number manually and was able to connect to their therapy screen. Agent reviewed with patient to avoid turning the handset or communicator off and to keep up with charging their devices. Patient turned the therapy on and stimulation was at 4.4. Patient mentioned the stimulation took care of their pain and the doctor told them it was supposed to help their balance but patient was still walking like a drunken sailor. Agent redirected patient to their managing physician (hcp) to address the issue.